Event description:
It was reported that pump unexpectedly displayed reset screen, but pump turned back on without needing connection to power. There was no adverse impact to the customer¿s blood glucose level. Customer was informed that reset occurred as part of routine safety check, was educated on effects of pump reset including need to restart cgm sessions and reload cartridges, acknowledged understanding, and successfully resumed insulin delivery.